Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty for primary osteoporosis (compression fracture). It was reported that the cement hardened prematurely. By the time it was being filled from the mixer into the bfd, hardening had already begun to the extent that filling became difficult from the fifth unit onward (4 minutes and 30 seconds after polymerization), making it impossible to extrude. In the surgical field, after using two units, the cement in the third unit could not be extruded, and the operation was abandoned. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin is japan. G4 510(k)#: please note that this product c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510(k)#: k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.